Event description:
Coils did not go through catheter.

Manufacturer narrative:
Multiple attempts to obtain add'l info have been unsuccessful. Based on this analysis, this complaint is being reported as a malfunction. There is no info regarding pt vessel or target site characteristics, but based on the analysis of the returned product, these factors do not appear to have contributed to the insertion difficulties reported. It is not known what guidewire was used with the prowler select microcatheter (mc) during advancement to the target site or whether there was resistance with the guidewire. There is no info regarding the size or MFR of the coils that were unable to be inserted into the mc. It is also not known if the mc was exchanged over a guidewire after inability to insert the unk coils. There is not enough info to conclusively determine the source of the material that was found blocking the hub lumen on the returned product, but does not appear to be related to the mc mfg process. It is possible that the material was introduced during the procedure, and possibly came from concomitant products. The complaint was confirmed for obstruction. Microscopic examination (at 9x) revealed material inside the catheter hub partially obstructing the hub lumen appeared as a light blue mass and was visible from the outside. Ftir (infrared spectroscopy) analysis was performed for identification of material inside hub lumen. The hub was axially cross-sectioned just distal to the obstruction, which was then easily removed for identification. Results obtained show that the material found inside the hub lumen partially blocking it is a light blue silicone rubber. The light blue silicone is not used in the cordis mfg process for this catheter. Dimensional examination of the catheter proximal inner diameter and hub inner diameter were measured and found to be within dimensional requirements. A DHR review performed for this complaint showed that this lot of products met all requirements per the applicable mqp (mfg quality plan). The complaint does not appear to be mfg related. Complaints of this type will continue to be monitored to determine if action is necessary.